Event description:
It was reported that the roller pump had falling bobbins. Bobbin failure is considered a reportable event. There was no patient involvement.

Manufacturer narrative:
On-site inspection verified that the left bobbin was failing to lock and that the pawl, ratchet, and spring must be replaced.